Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that several non-sustained oversensing episodes recorded on device. Each episode showed intervals of noise (not binned). Patient condition stable, no clinical implications found. The decision was made to monitor the patient via merlin.net. Lead remains implanted.